Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020 the patient underwent a surgery for a left olecranon fracture with the variable angle (va) locking compression plate (lcp) elbow system and the va locking screw. During the surgery the locking screw could not be locked. The surgeon tried to remove the screw but was unable. A mosquito clamp was used to try and hold the screw but it did not work. A kocher clamp was inserted at the site of the fracture to push the screw out of bone and the screw was removed. The surgery was delayed by less than 30 minutes. Concomitant device: unknown mosquito clamp (part# unknown, lot# unknown, quantity 1). This report is for one 2.7mm/3.5mm ti va-lcp olecranon pl 4h/lt/116mm-ster. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.